Manufacturer narrative:
Complaint (B)(4): samples have been received and are being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer reported they experienced samples with increased potassium results with 2 lots over a period of 1-2 months. Ten specimens reported affected.